Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and determined the leaking tubing, peristaltic head (rohs) (7-202464-01) was replaced, which resolved the issue. A review of the alinity ci processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data for the alinity I processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the tubing, peristaltic head (rohs) (7-202464-01) did not identify an increase in complaint activity. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of tubing, peristaltic head (rohs) and tubing, ict pinch valve. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).

Event description:
The customer observed falsely elevated creatinine2 results which questioned by the physician on alinity c processing module for one patient. The results provided were: initial=452.9 umol/l. The patient was hospitalized due to falsely elevated alinity c creatinine result. The blood redrawn and tested at the hospital. Redrawn and repeated=80.8 umol/l reanalyzed initial specimen=81.3 umol/l there was no unnecessary treatment given to the patient during hospitalization except blood drawn for retesting. The patient was discharged from hospital after normal creatinine test result. No further harm to the patient management. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated creatinine2 results which questioned by the physician on alinity c processing module for one patient. The results provided were: initial=452.9 umol/l . The patient was hospitalized due to falsely elevated alinity c creatinine result. The blood redrawn and tested at the hospital. Redrawn and repeated=80.8 umol/l. Reanalyzed initial specimen=81.3 umol/l. There was no unnecessary treatment given to the patient during hospitalization except blood drawn for retesting. The patient was discharged from hospital after normal creatinine test result. No further harm to the patient management. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.